Manufacturer narrative:
Investigation in progress. Follow-up report will be submitted.

Event description:
Side port of langston catheter detached from main body of catheter during procedure. Once the catheter was advanced into the body, the physician attempted to flush the side port lumen; it detached from the catheter body. The catheter was removed using standard technique and there was no air into the catheter shaft. No patient injury was reported.

Manufacturer narrative:
Review of the returned catheter indicate that the minimum adhesive continuous bond of 2mm was met by the adhesive witness marks left on the separated extension tubing. In addition, the adhesive left in the hub was hardened indicating the it was cured properly. Furthermore, without lot number information it is not possible to 100% verify that all processing steps were followed through a DHR review; however, 4 potential lots were reviewed based on sales to the impacted account and no abnormalities were found.